Event description:
Patient status post two (2) level pdc implantation c5-6, c6-7 returned to another surgeon complaining of neck pain. An x-ray was taken and surgeon noted one pdc was oversized and one pdc was undersized. Surgeon removed the hardware. This is one (2) of two reports for this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn as no product was returned and no lot number was provided.